Event description:
The customer called beckman coulter (bec) reporting that manual sample probe on the coulter lh 750 hematology analyzer was dripping diluent. The volume of leak was less than 10 ml and was not contained within the analyzer. The material safety data sheet (msds) did not need to be reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the tubing had popped off the middle of the bsv (blood sampling valve). The fse trimmed the tubing and reattached it to the bsv that fixed the leak. Failure mode was related to the tubing that had popped off the middle of the bsv. (B)(4).